Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 32 mg/dl. It was reported the pump was exposed to x-rays during emergency room treatment for an unrelated medical issue. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the pump¿s settings were not recently changed. This complaint is being reported because the alleged serious injury was attributed to pump use error. There was no indication of a pump malfunction unrelated to the x-ray exposure.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.